Event description:
The legal complaint states that the individual became sensitized and allergic to latex as a result of repeated exposure to and the wearing of latex medical gloves. The individual suffered an anaphylatic reaction and died of cardiorespiratory failure.